Manufacturer narrative:
(B)(4). Catalog # is unk. However, referred to as celect filter. Expiration date: unk as lot # is unk. Implant date: unk. MFR: unk as lot # is unk. No device, imaging studies or hosp or medical records have been available, and based on very limited info it is difficult to comment on the alleged filter fracture. The filter implant period is unk and also the pt's medical history is unk at this time. It is reported that filter hook or legs are embedded. To the best of cook medical's knowledge the reported leg fracture is secondary to the filter perforation of ivc. Filter perforation of the vena cava wall is a well known risk. Several case reports in the published medical and scientific literature, describe filter perforation of the vena cava wall. Changes to the filter configuration and to the filter placement is known to cause stress and possibly fracture to the filter wires due to e.g. Respiratory movements. Also, scientific literature describes that manipulation in the area of filter placement could also contribute to change in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. Instructions for use list vena cava perforation as potential adverse events. The exact root cause for the alleged filter fractures cannot be determined based on the limited info provided. Monitoring of similar reports will continue.

Event description:
Description of event according to complainant: a pt underwent celect filter retrieval due to fractured filter leg on (B)(6) 2010 at hosp 2 ((B)(6)). The physician indicated the retrieval failed due to hook or legs embedded at another facility so the pt went to hosp 2 and the filter was removed successfully. Pt outcome: it is unk if the pt underwent any add'l procedures at this time. Info has been requested but not yet provided by the reporter. It is unk if there have ben any adverse effects at this time. Add'l info has been requested but not yet provided by the reporter.